Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5094139. It was reported that a female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient experiencing chronic pain and getting worsen over the years after implantation. The issue has not been confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On august 20, 2021 additional information received indicated that the awareness date for this complaint was on (B)(6) 2021, patient initial is bd, and date of implantation was on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that follow up report # 2 has incorrect statement; (that the awareness date for this complaint was on (B)(6) 2022). Manufacturer¿s reference number: (B)(4). (B)(6) 2020 is the correct awareness date for this pc.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that unintentionally on initial submission a1. Patient identifier was not selected for "ni". Manufacturer¿s reference number: (B)(4).